Event description:
The manufacturer received information alleging a calibration failure resulting in a pressure outside the tolerance level, condition occurred. The device was not in patient use. There was no harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.